Manufacturer narrative:
This complaint is related to MDR #1828100-2014-01094. The field service representative (fsr) was unable to verify the reported complaint. The fsr operated the unit and checked the display. The display ribbon cable was reseated several times and operation checked. The perfusionist (ccp) mentioned that he would like the have just a "message only" response to an alert. The fsr reconfigured the ccp perfusion screen to meet this need. The fsr checked the operation of the centrifugal pump after reconfiguring and a "message only" appeared on the screen with audible and the centrifugal speed remained as set. The unit operated to manufacturer specifications adn was returned to clinical use. The field service representative (fsr) did not replace any parts, therefore no parts will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "service" error message and there wa sno forward flow on the centrifugal control module. The device was not changed out, as the patient was subjected to less than 60 seconds of no flow. During this time, we attempted to initiate hand crank flow, the pump rebooted and we reestablished cpb.